Event description:
It was reported that the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 24 and 36 hours. The pod was leaking insulin. The device investigation observed an exposed cannula damage and fluid leakage during testing.

Manufacturer narrative:
A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred or if it contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.